Event description:
It was reported that a device contamination occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the device got contaminated while connecting the burr to rotadrive wire. The procedure was completed with a different device. There were no patient complications reported post procedure.